Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 5 mg/ml hydromorphone at a dose of 2.9516 mg/day, 10 mg/ml bupivacaine at a dose of 5.903 mg/day, and 40 mcg/ml baclofen at a dose of 23.613 mcg/day via an implantable infusion pump for non-malignant pain and post-laminectomy pain. It was reported that on (B)(6) 2018 the patient was seen in the hcp's clinic. The pump was increased by 31%. On the evening of (B)(6) 2018 the patient reported that she started having shaking in her upper extremities and was ultimately admitted to intensive care at the hospital due to respiratory depression. No diagnostics or troubleshooting was performed. As an action/intervention taken to re solve the issue the pump was decreased on (B)(6) 2018 by 35% as ordered by a doctor. The issue was not resolved at the time of this report. Surgical intervention did not occur and was not planned. The patient's status was "alive - no injury" and no further complications were expected or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a business partner. The patient had a relevant medical history of muscle spasticity and pain. Additional medical history included spasticity of the left trapezius muscle, cervical neck pain, post-cervical laminectomy syndrome, seizures, cervical spasticity, bilateral cervical facet pain, and right hip pain. Concomitant products included baclofen 20 mg 2x/day, gabapentin 100 mg 3x/day, klor-con (potassium chloride) 10 "meq," mirtazapine 15 mg, synthroid (levothyroxine) 75 mcg, vimpat (lacosamide) 150 mg, and lasix (furosemide) 40 mg (dates of therapy, route, dose and frequency of use were not reported unless otherwise specified). On (B)(6)2017, the patient started treatment with compounded baclofen for severe spasticity of the left trapezius muscle. As of (B)(6)2018, the physician noted the "deteriorating health event" was not associated with medication recently added to the patient's intrathecal mixture, and did not believe the event was related to a recent increase in any way. Shaking in the upper extremities was not observed and the respiratory depression was "related to swallowing/bulbar issue." The patient was under continued observation. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). It was reported that the patient had a seizure and quitted breathing on (B)(6) 2018. This was considered a sudden change in therapy/symptoms. The patient was currently hospitalized. No further complication was reported.